Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information form attached.5. Was the needle removed during the first procedure? 6. What is the product code and lot number?

Event description:
It was reported that the patient underwent an unknown hernia repair procedure on (b))(6) 2016 and the unknown mesh was implanted. After the procedure, the patient experienced chronic pain, weight loss, and the inability to eat or use the restroom properly. It was reported by the patient that the mesh had adhered to her bowel, intestines, and stomach, and the doctor opined that adhesions are causing her pain. The patient underwent three additional surgeries on (B)(6) to remove parts of the implanted mesh and the tissue adhered to stomach, intestines and bowel. The patient stated that she will require future surgeries as well. The patient is taking a variety of medication for her pain. Additional information has been requested.

Manufacturer narrative:
The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.